Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Reconnected bracket clip sensor for fail barrel clamp test. Replaced rear case, l handle, and iui connectors. Performed pm, and calibration. (B)(4).